Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient blurry vision remains uncorrected and accentuated. The patient was a veterinary surgeon and the work (surgery, blood sampling) was impaired. The patient was unable to drive and read. The patient was not able to work on screen without special glasses. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).